Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose was not entered in the pump by the user and continuous glucose monitor (cgm) was not in use on (B)(4) 2018. Cartridge change sequence was completed on (B)(4) 2018. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. Compliant could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer experienced blood glucose (bg) was 47 mg/dl; cause was unknown. Juice was consumed to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.